Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6) 2017. The patient had presented, in clinic, the week prior with complaints of diaphragmatic stimulation. An x-ray was performed and the right atrial lead was found to be dislodged. The patient noted that the stimulation had been occurring on-and-off since (B)(6) 2016. During the pre-operation check on (B)(6) 2017, the sales representative noted that the lead also exhibited low pacing lead impedance. During the procedure, different stylets were used as the physician had difficulty repositioning the lead. The lead was temporarily removed and upon repositioning, the helix was unable to be extended. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.